Event description:
Info rec'd indicates the head up is not working when depressing the head up button option. The function will also not work manually.

Manufacturer narrative:
The tech replaced the head valve guide tube to repair the bed.